Event description:
It was reported that during a ptca procedure, the shaft of the liberte' monorail stent delivery system broke during advancement into the patient. The lesion being treated was located in the left anterior descending (lad) coronary artery. The shaft was easily removed. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.